Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie drawer greyed out and did not release, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer did not detect on the communication bus. A field service engineer reconnected all the connections to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.